Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the network cable connection came loose at back of the interconnect cable port on the image acquisition system (ias). The cables were reseated and secured. The system was driven and tested. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a electrode and probe placement procedure. It was reported that when the site was getting ready to take a spin, the system stated waiting for mobile viewing station (mvs) to initiate communication. Multiple reboots did not resolve the issue. The site tried disconnecting and reconnecting the interconnect cable without resolution. The systems were booted up separately and then connected the interconnect cable and still did not resolve the issue, although this time they got standalone mode instead of waiting for mvs to initiate communication. There was no damage noted to the umbilical cable. Navigation, imaging and surgical procedure was aborted. The surgical procedure was rescheduled for a later date. On (B)(6) 2020 it was reported that incisions were made to place bone fiducials prior to the time that the procedure was aborted. The incisions for the burr holes had not been made yet. The patient was under general anesthesia prior to the procedure being aborted.